Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: it was reported by a customer that they had a leaking/malfunction in the past week. Additional information received from the customer: the dates I am able to reference in datix are: (B)(6). The lots associated with these incidents are: 25095748, 25055077, 25075326, 25085352, 25085157. Although lot numbers from the same supply batch may be documented, it is not possible to definitively link a specific lot number to the individual incident once the packaging has been discarded.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.